Event description:
It was reported that during aneurysm embolization procedure, the resistance encountered when inserting the subject coil into the microcatheter (non stryker) then the subject coil was prematurely detachment after insertions and removals twice for repositioning. Therefore, the subject coil was removed with the entire microcatheter (non stryker) and replaced with other coil to complete the procedure. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.